Event description:
A pt had uneventful, bilateral lasik surgery in 2003 for monovision. Treatment of monovision is not an approved indication for this device. From one day post-op through the most recent postoperative examination (8 months post-op), the pt presented with a three line loss of bcva in the right eye. The pt had pre-existing early catheter in both eyes, however the surgeon feels this is not related to the loss of bcva. (Labeling for this device cautions against lasik surgery for pts with ocular disease or any corneal abnormality). The pt had an enhancement procedure in 2004 on the left eye. Bcsva in the left eye was 20/25 in 2004. The pt has also reported experiencing dry eye syndrome in both eyes. Additional info has been requested.